Manufacturer narrative:
Product not returning. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error on his insulin pump. His blood glucose was 301 mg/dl. Customer also reported a broken belt clip. No other details were provided about either malfunction. Replacements were sent. Nothing further provided.